Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed due to a defective u500 digital signal processor on the computer/analog board. The monitor was resetting on boot-up. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.